Event description:
It has been reported that there was a temp limiter error and a high impedance error message on this stockert. The catheter, grounding pad and reference patch was changed out in order to troubleshoot. Then, a small burn was discovered on the patient at that time. The follow up information provided by the facility was that it was unclear if the skin burn was 1st or 2nd degree. The customer (from biomed) mentioned that the reference patch was placed in the appendix area. When error message kept on appearing, the patch was moved to the mirror image position. Biosense webster field service engineer contacted the customer with regards to the reported incident. The customer stated that following the error messages event on the generator they swapped with another stockert generator. The problems were resolved. The customer also stated that he was unsure if the patient burn near the patch was due to poor skin preparation or patch contact issue.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed.